Event description:
On 6/22/95 a dynaflex device was implanted. On 5/6/97 the dr reported the device was not working properly. Info received on 5/16/97 indicates the entire device was removed from the pt due to pt dissatisfaction "won't pump up."